Event description:
Piccs leaking fluids under the dressing without any signs of infiltration. Upon removal, visible leak seen when flushing the line. Piccs needed to be removed and patients had to go through another PICC line insertion procedure.

Manufacturer narrative:
The reuslts of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Piccs leaking fluids under the dressing without any signs of infiltration. Upon removal, visible leak seen when flushing the line. Piccs needed to be removed and patients had to go through another PICC line insertion procedure.

Manufacturer narrative:
Since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. In general, there are various events that can lead to a leaking catheter: 1. Tensile force: which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Concerning this, there is a warning in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." Since the customer used alcohol-based disinfectant this could have contributed to the cause of the problem. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A two-year review of complaints data shows six reports of leaking catheters for lot 24c016d, with complaints originating from two facilities. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Therefore, no further corrective action was initiated by quality management at this time. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.